Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became bent when inserted into the cartridge. Reportedly, the customer was unsure if the reported issue was due to the cartridge or the syringe needle. Customer changed the syringe needle and cartridge, and was able to successfully complete the load process. Customer's blood glucose level was 113 mg/dl.